Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose of 450 mg/dl and 600 mg/dl which were treated with manual injection. It was found that cannula was bent. Caller declined troubleshooting for high blood glucose.